Manufacturer narrative:
D10: 300-30-12 - equinoxe preserve stem 12mm. 322-42-00 - 145-deg pe 42mm hum liner +0: b769742. 322-10-00 - humeral adapter tray, +0: b748711. 320-08-42 - glenosphere exp 42mm +4mm offset: b584145. 320-15-05 - eq rev locking screw: b753315. 320-15-04 - rs glenoid plate r post aug, 8 deg, right: b566230. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a clinical study that a 77 yo male patient, who underwent a tsa, became acutely hypoxic in pacu and was transferred to ICU. This was felt to be related to regional nerve block paralyzing diaphragm by blocking phrenic nerve. It was indicated that it was definitely related to the procedure but not related to the devices. Action taken was supplemental oxygen, bipap, steroids, discharged on pod4. The outcome indicated resolved. The patient followed up in the clinic feeling well and breathing normally. No further information.